Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient under 2 years old was being lifted out of a stroller and the catheter cut at the junction between the thin portion and the enlarged portion of the catheter. A repair kit was used on the catheter. The biological parameters of the child were monitored. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
(B)(4). Correction date of event. The event is currently under investigation.

Event description:
It was reported that a patient under (B)(6) was being lifted out of a stroller and the catheter cut at the junction between the thin portion and the enlarged portion of the catheter. A repair kit was used on the catheter. The biological parameters of the child were monitored. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instruction for use, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned devices confirmed that both returned products were severed into two sections. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. It should be noted there were two other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.